Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Lead revision. (B)(6) emailed ts on (B)(6) 2021 reporting that the patient will undergo lead revision. It was reported that the physician did a CT scan after the implant surgery on (B)(6) 2021 and did not believe the lead placement was good for therapy. The physician went back in and explanted and replaced the lead. The physician was able to get the lead in the proper location for effective therapy.

Manufacturer narrative:
It was reported that the physician did a CT scan after the implant surgery on (B)(6) 2021 and did not believe the lead placement was good for therapy. The physician went back in and explanted and replaced the lead. The physician was able to get the lead in the proper location for effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.